Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged grip ring likely causing the grip tips to not open. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. When placed on an in-house system, the instrument passed recognition and engagement tests. It moved intuitively with full range of motion in all directions. The probable root cause of the instrument's jaws failed to open was a result of a dislodged grip ring.

Event description:
It was reported that the vessel sealer extend (vse) instrument could not be recognized. The customer reported event has no report of patient injury.